Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed quality control (qc) data, and results were in range on the date of the event. The instrument water quality and temperatures were in range, and there were no process errors. The customer was instructed to align the reagent 4 and sample 2 probes, recalibrate carbon dioxide (co2), and perform a precision test. The customer stated that precision results were within specification and the instrument is operational. The cause of the discordant falsely depressed co2 results is unknown. No further evaluation of this device is required.

Event description:
Three discordant falsely depressed carbon dioxide (co2) results were obtained on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The customer used the same patient samples and instrument to perform repeat testing. The repeated results were higher, and a corrected report was issued.there are no reports of patient intervention or adverse health consequence due to the carbon dioxide (co2) discordant results.